Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm and excessive no delivery alarm noted. The motor was tested outside of the device and passed. Pump passed the delivery accuracy test at 0.08720 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was under delivering. The customer blood glucose level was over 300 mg/dl at the time of incident and the current blood glucose level was over 200 mg/dl. Customer also stated insulin pump also receive motor position encoder error alarm. Customer was able to successfully clear the alarm and able to complete pump rewind the customer was assisted with troubleshooting. Assisted customer to performed displacement test and manual prime were successful and motor alarm did not recur. The customer was treated with shots. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleges that the insulin pump was under delivering because they were still high. Customer stated the drive support cap appears normal. The device will be returned for analysis.